Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The master tool manipulator (mtm) 2 was returned for failure analysis, and the reported failure was able to be reproduced during calibration (via matlab). The following parts will be replaced as a fix: axis 4 motor, a4 motor cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they are having a recoverable fault on the right master tool manipulator (mtm). Prior to call technical support, the customer had restarted the system 2 times without success. The tse reviewed the logs and found error 23008 pointing to a pot to encoder error on the right mtm axis 4. The tse guided the caller to exercise axis 4 and perform a hard power cycle including breaker on surgeon side console (ssc), but issue persisted. The surgeon got the option to disable mtm, but he could not continue in these conditions. The tse asked caller to use a second ssc. The procedure was converted to second console and completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding this event: the system was restarted twice for initial troubleshooting. During the system test (which took considerably longer), an error warning tone was heard, but no error code was displayed. To bridge the error, the system only offered to deactivate the right controller on the surgeon's console. The operation carried out without any problems with a backup surgeon side cart (ssc) without any problems.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the right master tool manipulator (mtm) to resolve the error found. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the mtm. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.